Event description:
It was reported that the insulin pump alarmed and the act button will not respond. Customer stated that the insulin pump is frozen. The blood glucose reading is 183 mg/dl. There is no response from any button. Customer stated that the minutes do not change on the time display. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.